Manufacturer narrative:
Investigation into this complaint included a customer data review, quality data review and a complaint history review. The results of the investigation are summarized as follows: a review of the customer results log file for patient samples in question was performed. The validity of the run (including met assay specification requirements, and no error codes or flags were displayed for the run controls (alinity m sars-cov-2 negative ctrl and positive ctrl) was verified. Review of the amplification curves does not show unusual curve on sample in question. The assay software is performing as expected. Discrepant result for one patient sample could be due to sample handling or integrity. Cross-contamination/ carry over is suspected and could not be eliminated. The review of the results log files demonstrated that the assay software and the alinity m sars-cov-2 amp kit (list 09n78-90) lot 519583 is performing as expected. The assay reagents performed as expected and met the assay specification requirements. There is no indication that lot 519583 is performing outside of established design performance specifications. Device history record (DHR) review was performed for alinity m sars-cov-2 amp kit (list 09n78-095) lot 519583 and its components. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing for this lot. The products passed quality specifications at the time of release. A CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 519583 and its components. The search did not identify any records related to this issue and these lot numbers. A lot specific complaint review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant result (false positive) for one patient sample when using alinity m sars-cov-2 amp kit (list 09n78-095) lot 519583. The complaint history review identified one additional complaint ticket related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 519583. This ticket is currently under investigation. Based on an awareness of complaints for discrepant results when using the alinity m sars-cov-2 assay, an additional complaint history review was completed. The number of complaints for discrepant results (false positive) when using the alinity m sars-cov-2 assay by month was determined to evaluate the number of recent complaints. An additional complaint history review determined that discrepant result (false positive) on patient samples issue has been observed by customers when using alinity m sars-cov-2 amp kit (list 09n78) across multiple lots. To date, 139 complaint tickets have been received for the discrepant results (false positive) issue according to this additional search and the number has been increasing in recent months. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amplification kit (list 09n78-095) was identified. Specification not met - the number of customer complaints for discrepant result patient samples (false positives) when using alinity m sarscov-2 amp kit,list 09n78 has been increasing on a monthly basis. Therefore, this complaint investigation will be dispositioned as confirmed. Abbott molecular determined that a field corrective action (fa-am-sep2021-260) should be taken via approval of 489-risk on september 2, 2021. This action was reported per 21 cfr 806 to the FDA on september 4, 2021 (report number 3005248192-09-03-2021-001-c). The field corrective action was issued as an urgent field safety notice / field correction recall letter dated september 2, 2021 providing customers background on the issue, potential impact and necessary actions. Additional follow up on investigation and corrective actions will be communicated via the 806 process.

Event description:
Customer reported one false positive patient result reported on their alinity m sars cov-2 assay. Patient questioned the result and asked to retest it. Upon retesting twice (unknown platform), it generated negative results. Customer reviewed the logs and determined that internal control (ic) curves appeared good and no indication that reagent handling was an issue quality controls (qc) shows no reactive negative controls. It was confirmed qc have successfully passed. The false positive was reported to the patient who questioned the result. There was no report of impact to patient management caused due to this observation. This complaint confirmed a deficiency based on an increasing number of complaints for false positive results when using alinity m sars-cov-2 amp kit eua, list 09n78-095. An investigation has identified that potential carryover in the assay tray may be contributing to false positive results. 489-risk was opened to address this reported issue. Alinity m sars-cov-2 and resp-4-plex assays are both included in the risk as the assay parameters and the presence of the sars-cov-2 analyte are similar. An evaluation of the current mixing protocol used during preparation of the pcr reaction mixture determined the current mixing parameters for the alinity m sars-cov-2 assay may result in potential overflow that could carry over into neighboring wells in the assay reagent tray. If carryover of samples occurs between adjacent samples during mastermix addition, this could potentially lead to incorrect (false positive) results being reported on the alinity m for the sars-cov-2 and resp-4-plex assays. Severity is major. The following factors mitigate the probability that the hazard will lead to patient harm: factors to consider for the probability of harm based on false positive results: retests may be conducted in patients with inconsistency between clinical presentation, history, and test results. Even if a patient with a false positive sars-cov-2 result is cohorted on a covid-19 ward, hygienic measures and ppe use will be continued decreasing the risk of infection. Treatment will be initiated according to patient's symptoms and are not based on a (false) positive sars-cov-2 test result. In case of scheduled surgeries and procedures, a (false) positive result may lead to a delay or logistical inconveniences, but not to a serious injury, because emergency procedures and treatments will continue to be performed. Not all false positive results may lead to serious harm. Issue is associated with reportable field action (fa-am-sep2021-260), which was determined to have a major severity.